Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about defective catheter tip found during use. It was reported that after opening the individual package, an attempt was made to puncture a blood vessel, but the catheter portion of the sheath got caught, preventing the entire device from advancing. Upon inspecting the actual item, the catheter tip was found to be wavy and had an unusual shape.

Event description:
No additional information.

Manufacturer narrative:
To aid in the investigation of this issue, the affected physical sample was received for evaluation by our quality team. Through examination of the sample, the catheter showed a wrinkled appearance, and the tip was damaged. As the lot number was unknown for this incident, a review of the production process records could not be completed. Based on the investigation results, it is most probable that the damaged product resulted from the catheter tipping stage in the tipper machine. Corrective actions for catheter tip damage were addressed in a previous corrective and preventive action plan which was implemented in october 2025. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.